Event description:
Caller reported a cgm error and after assistance from cts, successfully reset the pump without encountering the error again. There was no adverse impact to the customer's blood glucose level. Cts guided the caller through a complete pump reset, and the caller managed to start their sensor session successfully.